Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor contact of lamp, the light is poor and water leaks from the output connector. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: because fan is not secured and had poor contact the equipment overheats. Due to poor contact of lamp, the light was poor. And due to damage on pump, water leaks from the output connector occurred. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the xenon light source exhibited e101 clv temperature error, ventilation fan was faulty. There were no reports of patient harm.